Manufacturer narrative:
No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was non-malignant pain, radiculopathy and degenerative disc disease. On (B)(6) 2016 the patient reported a change in therapy effect; the patient had extreme back pain since (B)(6) 2016. It was noted that their healthcare professional would not decrease the dose due to a patient history of narcolepsy. The patient was unsure that the pump was even working. The patient had recently had an MRI of their back and no anomalies were found. The patient reported that their pump doctor is unaware of their pain. The patient next refill appointment in (B)(6) 2016 and the patient reported that they would contact their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was non-malignant pain, radiculopathy and degenerative disc disease. On (B)(6) 2016 the patient reported a change in therapy effect; the patient had extreme back pain since (B)(6) 2016. It was noted that their healthcare professional would not decrease the dose due to a patient history or narcolepsy. The patient was unsure that the pump was even working. The patient had recently had an MRI of their back. The patient reported that their pump doctor is unaware of their pain. The patient next refill appointment in (B)(6) 2016 and the patient reported that they would contact their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.